Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and their insulin pump had received a battery out limit alarm as well as had a blank display. The customer¿s blood glucose level was 235 mg/dl. Troubleshooting was performed for battery out limit however, the customer declined to troubleshoot high and low blood glucose. The insulin pump will not be returned for analysis.